Event description:
The customer reported to beckman coulter (bec) that there were aspiration error messages along with p flags (specific aspiration errors) on patient results generated by the unicel dxh 800 coulter instrument. The customer reported that the instrument was taken out of service when the aspiration errors were observed and no patient results with associated errors were reported out of the laboratory. It is unknown how many patient results were impacted. The affected patient results have been requested, however, they have not been provided. There was no death nor injury or change to patient treatment attributed to or connected to this event. Two blood detectors monitor the aspiration line during aspiration, dispensing and cleaning. P-flags (specific aspiration errors) are generated when there is partial aspiration detected during sample analysis.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse replaced the faulty probe blood detector, resolving the aspiration errors issue. Based on available information, the customer had initially reported to the customer technical support (cts) that the dxh 800 software would not reboot after two hours. The fse reported on (B)(4) 2013 that the customer had not reported this issue during his visit and may have resolved it before his arrival. The customer was contacted and reported that the system reboot was successful prior to the fse arrival. Failure mode was related to the faulty probe blood detector. (B)(4).